Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying random communication loss for multiple devices. This cns monitors transmitters and bedside monitor's (bsm's). The communication loss is reflected in the patient record, showing as gaps in full disclosure for the affected patients. Nihon kohden technical support remoted in and was able to find a bed that was showing up as bsm-1700 with a wrong ip address. Once the customer changed the duplicate ip, he re-monitored all of the affected beds, which resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying random communication loss for multiple devices.

Event description:
The customer reported that their central nurse's station (cns) is displaying random comm loss for multiple devices.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) is displaying random comm loss for multiple devices. This cns was monitoring transmitters and bedside monitor's (bsm's). The comm loss was reflected in the patient record, showing as gaps in full disclosure for the affected patients. Nihon kohden technical support (nk ts) remoted in and was able to find a bed that was showing a wrong ip address. Changing the duplicate ip and re-monitoring the affected beds, resolved the issue. No patient harm or injury was reported. Investigation summary: the root cause for this event is use error the ip address of the device was entered incorrectly. Nk ts found a bsm named west-01 with duplicate ip address (B)(4) that of the cns. Nk ts changed bsm ip address corresponding to customers configuration sheet, resolved the issue.